Event description:
It was reported that the procedure was to treat a lesion in the femoral artery with high tortuosity that was initially occluded and treated with the placement of multiple overlapping stents. The 5.0x40 mm absolute pro self expanding stent system (sess) was attempted to be placed through a previously implanted stent but it could not cross. Additionally, the sess was not attempted to be deployed as the stent was noted to be flat. There was difficulty removing the sess due to the anatomy and many unspecified manipulations were performed to remove the sess. A second 5.0x40 mm absolute pro sess was implanted parallel and not in continuity. Deployment of the second absolute pro in combination with removal of the first stent led to thrombosis of the superficial femoral artery. No treatment was reported. This completed the procedure. There was a delay in the procedure; however, there was no harm to the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of thrombosis is listed in the absolute pro ll peripheral self-expanding stent system instructions for use as a vessel use possible complication. It is possible the reported difficulties cause/contributed to the reported patient effect; however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced is being filed under a separate medwatch report number.